Event description:
The customer reported that there was fluid under the lcd display. The customer stated that she was not wearing the insulin pump while swimming and was not soaking wet when she put the insulin pump back on. During troubleshooting, the customer stated that the numbers were scrolling and that the buttons were not responding. The customer's blood glucose was 67 mg/dl at the time the issue was reported. The customer treated with a meal. Nothing further reported.

Manufacturer narrative:
Insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection. All buttons function properly. Insulin pump had moisture damage on keypad traces. No moisture damage noted on electronic assembly or motor assembly.